Event description:
Information received suggests that patient underwent revision hip arthroplasty due to loosening of the acetabular cup. Review of invoice history and radiographs revealed that patient underwent a prior revision hip arthroplasty on (B)(6) 2003 for an unknown reason. Subsequently, another revision procedure was performed on (B)(6) 2008. No further details have been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Package insert contains possible adverse effect number 4: implants can loosen or migrate due to trauma or loss of fixation. This report filed (B)(6) 2010